Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It as reported the patient's scs ipg was unable to communicate with the clinician programmer (cp) or the patient controller (pc). Reportedly, the patient had not been able to communicate with the ipg since having gall bladder surgery. Troubleshooting was unable to resolve the issue. Analysis of the device logs indicated the scs ipg was not in a bondable state, and pairing with the external devices could not be established. Consequently, the patient's scs ipg was replaced with a new one and the issue was resolved.